Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt the electrode belt failed the fall-off test. Upon investigation, power instrumentation amp u714 and low power instrumentation amp u705 were out of tolerance. The cause for the test failures was the out of tolerance instrumentation amplifiers. After reviewing the treatment event, clinical affairs concluded that a 77 year-old male received one inappropriate shock. Dual-lead noise contributed to the false detection. The response buttons were used briefly but not sufficient prior to the shock. The pt was conscious during the event. A review of the pt ECG and flag files by engineering concluded that there is no indication fall-off caused or contributed to the treatment event. No adverse event resulted from the defective electrode belt.

Event description:
During service investigation of electrode belt sn (B)(4), which was involved in a treatment event, the electrode belt failed the fall-off test. A review of the pt ECG and flag files by engineering concluded that there is not indication fall-off caused or contributed to the treatment event.